Event description:
A report was received that the patient had a successful pocket revision. The pt had lost weight and due to the weight loss the pocket was too superficial causing pocket pain; the pocket was moved to a different site and the patient was receiving good stimulation and doing well after the procedure.

Manufacturer narrative:
This is the final report.